Manufacturer narrative:
On 03-aug-2016, an fse conducted on0site follow-up with the customer and flushed the fluidic system, primed and adjusted the flow rate. The low total area persisted, so a periodic maintenance was performed. The most probable cause of the reported event was due to a need to adjust the flow rate. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported low total area on the first sample when run diluted and as whole blood on their g8 analyzer. The customer is unable to report hba1c patient samples in this position. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.